Event description:
It was reported by counsel that claimant underwent left tha on (B)(6) 2011 and was implanted with an lfit anatomic v40 femoral head and abgii cementless hip stem. His left hip was revised on (B)(6) 2023 allegedly due to head disassociation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.